Event description:
The patient reported ongoing concerns with her infusion sets. During the week prior to the report, the headset lifted off of her body when she tried to remove the plastic housing. On the morning of the report, she used 4 different infusion sets before she was able to insert one properly. One infusion headset lifted out of her body when she tried to remove the plastic housing, and the insertion needle was sideways and did not retract properly. The needle cut her when she tried to remove it. The area bled, but she did not require medical attention. The other three broke on the headset connector when the plastic housing was removed. Due to the break, she was not able to attach the tubing to the headset. All infusion sets were from the same lot number, and she has not had this concern with other boxes. Infusion sets were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned task-force.